Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post an ultrasound guided abscess drainage catheter placement, the drainage tube was allegedly broken into pieces. Reportedly, leak was identified. The procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that sometimes post an ultrasound guided abscess drainage catheter placement, the drainage tube was allegedly broken into pieces. Reportedly, leak was identified. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned, one electronic photo was provided for review. The photo shows a drainage catheter in which a tape is noted to be wounded around the catheter hub. Leakage of fluid is noted from the hub. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. However, the investigation is inconclusive for the reported material separation issue as the evidence provided is not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), e1, g3, h4, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.